Manufacturer narrative:
Section d information references the main component of the system and other applicable components are:product ID 8703w lot# gda958002k serial# implanted: (B)(6) 2007 partially explanted: (B)(6) 2008 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in 9b)(6) who received an unspecified medication via an implantable pump. It was reported that the patient underwent a ¿spinal catheter revision or¿ on (B)(6)2008 in which an 8731sc/ (B)(4) was implanted. Event details were requested but no further information was available.